Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the device has been reviewed. The associated device was released based on company's acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported treatment was stopped at 99% and a message appeared. The physician wanted to start with the other eye but the software could not be stopped. A field service engineer instructed the physician to press the ok button. Follow up examinations will be performed. Upon follow up, the optometrist informed that the results are good so far and inconspicuous. No patient harm reported.

Manufacturer narrative:
Not enough information available to properly complete an investigation. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).